Event description:
The manufacturer received (B)(4) event report #(B)(4) from the FDA on (B)(6) 2013. The report was submitted by a dialysis pt's wife who alleged, the pt died suddenly on (B)(6) 2012 after having dialysis the day before of sudden cardiac arrest. The pt's wife alleged this was directly related to the product used during the dialysis treatment.

Manufacturer narrative:
The manufacturer has requested additional info and has not received medical records to date. If/when additional info becomes available a supplemental report will be filed.